Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported an unknown side rupture. Device remains implanted.

Event description:
Patient reported, an unknown side rupture. Healthcare professional confirmed, a left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, extended opening and underweight. A microscopic analysis was performed, which identified an extended sharp opening on the posterior side assessed, as unidentified (tear) opening. A dimension measurement of the shell was performed, which identified the thickness within specification. And a curved striated opening on the anterior side assessed, as surgical damage. Based on the device analysis, the final assessment is: a curved striated opening assessed, as surgical damage consistent in the use of some surgical tool. And a sharp opening assessed, as unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Clarification of a2: year of birth 1976.

Event description:
Healthcare professional confirmed a left side rupture. The device has been explanted.